Event description:
Customer reported a button error on her insulin pump. The numbers are scrolling during bolus delivery programming. Customer's blood glucose is 86 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No button error alarm or unexpected number ramping anomaly was noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube, cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.